Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not connect to the power supply. It was reported that the device was in use on a patient when the failure was observed. However, no adverse patient impact was reported.